Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's percutaneous lead had damage near the distal end of the band relief. Manipulation of the percutaneous lead caused pump stoppage.

Manufacturer narrative:
On (B)(4) 2012, the manufacturer's technical service personnel performed a percutaneous lead distal end replacement. The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.